Event description:
The device was returned for service. During service by baxter, failure code 814:01 was reported. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: the device (failure code 814:01, due to depleted main batteries), was returned unrepaired. Upgrades to device were installed per applicable documentation. However, service was unable to verify functionality of upgrades/testing of device due to estimate refusal by customer.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 16 2007. Evaluation summary:evaluation was completed and the condition of failure code 814:01, due to depleted battery was confirmed. Inspection of the device revealed damaged batteries. The main batteries was replaced and the baxter technician tested the device. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.